Event description:
It was reported to covidien on 01/05/2010, that a customer had an issue with a safety needle. The customer reports that the safety shield pulled over the needle, resulting in a dirty needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.